Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed low pace impedance measurements as well as noise that was oversensed and lead to inappropriately stored episodes. The patient was seen for a revision procedure where the lead was surgically abandoned. The system was upgrade to MRI compatible system. There were no additional adverse patient effects reported.